Event description:
It was reported that during an unknown procedure using fast-fix 360 curved ndl delivery system the device did not deploy correctly. There was no procedural delay reported. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed t1 is free from the insertion needle. Actuator is in its t2 pre-deployment position indicating a trigger advancement and deployment of t1. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A root cause investigation has been opened to determine root cause and applicable corrective actions. (B)(4).